Event description:
This device implant date was unknown. It was noted on (B)(6) 2012 that patient experienced cardiac chest pain and was admitted to the hospital. The physician was unknown. The healthcare facility was at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).